Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. The unit was then visually inspected, where rust, corrosion, and loose screws were observed on the insertion rail, and these conditions replicated the reported resistance. The unit was installed on a reference system, where it initially functioned as expected, and then installed onto a psc fixture test platform (pftp) where the chipencoder virtual absolute (cva) char test failed on insertion. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, user informed the technical support engineer (tse) that the insertion axis on universal surgical manipulator (usm) 2 was not free to move. The tse found no related errors in the available logs. The user had stowed usm 2 to continue with the procedure, and the tse was unable to troubleshoot further at that time. The tse recommended that the user verify that the drape was not caught under the carriage, which it was not, and a system power cycle and emergency power-off of the patient side cart (psc) were suggested, but the user rejected further troubleshooting until after the procedure. Later, the user called back to report that they converted to another psc to continue with the procedure as planned. No known impact or patient consequence was reported.